Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was not any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing, handle assembly, and irrigation tube ) was analyzed, and a visual evaluation noted that the ligator housing had five bands attached, some bands were moved and overlapped. There was also one broken band. The suture thread was also broken, possibly during the device removal. The device was observed under magnification, and the handle slot did not show insertion marks of the trip wire. The ligator housing teeth were bent and the suture hole was in good condition. The returned irrigation tube was also in good condition. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged, the attached seven bands were moved. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip inaccurately affecting the functionality of the device. The suture tension may not have been correct moving the bands from their place as if twisting them, even causing one band to break which clearly indicated inability of the device to deploy the bands. The returned suture was thread broken. Since there was no information about a detachment or suture thread, it is possible that the suture was cut during the device removal. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was not any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.